Manufacturer narrative:
(B)(4). Customer declined replacement battery at this time. Most likely underlying root cause of malfunction: user has low battery. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Customer complaint of low battery symbol on meter. During the call, troubleshooting with the customer was performed. The customer did not have new battery installed. The customer states that he is feeling "queasy in his stomach". Customer declines medical attention at this time and states he will purchase a new battery.